Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a long crack on the bottom of the mobile power unit (mpu), as well as a crack in the battery door.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit¿s (mpu) bottom housing and battery door was confirmed via evaluation at the european distribution center. Upon visual inspection of the returned mpu s/n: (B)(6) the bottom housing and battery door of the mpu were cracked. The system powered up as intended and passed all tests. The bottom cover and battery door were replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviation from manufacturing or qa specifications. Mobile power unit s/n: (B)(6) was shipped to the customer on 25mar2016. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to care for and clean all equipment and how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e, entitled ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.